Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#:. Date is estimated; month and year are valid. Analysis of the 97755 recharger (rtm) (serial number (B)(6)) found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient's representative regarding an external device. 97755; the reason for call was caller stated that the "wire" that attaches to the paddle for charging the implant is not working and ever since friday or saturday, they can't get it to charge at all. Caller said mdt rep chad davis told them to call patient services and possibly get it replaced. Troubleshooting was unable to be performed as caller was not with the equipment or patient. The caller was redirected to call back later for troubleshooting once equipment and patient are present. Pt rep. Call back with the external equipment to troubleshoot. Pt rep. Noted the pt had to hold the "wire" (rtm) a certain way and they would go "back and forth." Patient service specialist (pss) helped the pt rep. Inspect the rtm cord, rtm plug, and controller port, but no visible damage was detected. Pss had the pt rep. Clean the rtm plug pins and controller port. Pt was in a seated position and initiated a charge session to their ins with excellent recharge quality. Pt noted the controller battery was at 90% and their ins battery was at 30%, but increased to 40% during the call. Pss reviewed the external equipment was functioning as intended. Pss suggested the pt monitor their device and call back if necessary. Case closed additional information was received from a friend/family member (pt rep). Pt rep called back and says the issue is persisting. Pt is getting poor connection when charging or not connecting at all. They said after speaking to the manufacturer last, it worked at first but they still have to hold the recharger (rtm) a certain way to get good connection. They said ac power cord works normally to charge up controller. Theysaid pins in controller are normal looking, they tried blowing in their in case there was dust. They said the rtm gets warm when charging ins.a replacement rtm was sent to the patient. Additional information was received from the friend/family member. Pt rep called back saying they got the replacement rtm, but pt was still having the same issues charging, and now there was a rattle in the controller. Pss sent controller replacement request to repair.